Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the promus stent was being used to treat a saphenous vein graft to the right coronary artery (rca). Two wires were being used, a bmw guide wire and a filter wire. The filter wire was deployed. Then the promus stent was deployed over the filter wire while the bmw guide wire was left in place along side the filter wire. After the promus stent was deployed, a retrieval sheath was used to try to retrieve the filter wire; however, the retrieval sheath could not advance to allow retrieval of basket. It seemed like the filter wire was pinned by the stent. After several attempts, the whole system was pulled back to try and get the filter out. The filter became caught on the stent and when it was pulled back the stent was also pulled back proximally (40 - 50 mm/unintended site) along with the filter basket. The filter basket broke off the guide and was left hanging in the proximal part of the graft. A second stent was used over the previous stent and the filter basket to compress it into the vessel wall. The patient had no complications and did well. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
During and after flushing with saline solution the needle could not be withdrawn entirely into the system. The needle tip remained outside. The product was exchanged and the procedure was finished without further complications. The outer and inner package was not damaged and no visible damages were observed on the product. The product was stored according to the labeling instructions. The device was not used on the patient. The product will be returned for analysis. The customer was unwilling to provide further information. The physician was using the product on a regular basis (minimum 40 outbacks). Therefore, the local sales representative assumed the physician was familiar with the product and its usage. For safety reasons, the product was not used during the procedure.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, it was reported the promus stent was successfully implanted; however the stent became damaged due to the retrieval attempts of the filter. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the guide wire with the stent implant if the stent is not fully expanded and apposed, the guide wire caught underneath the implanted stent, or damage to the stent. A sampling of units are destructively tested to verify proper stent deployment. There was no note of any damage to the stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. As the filter was pulled back, it interacted with the promus stent, moving it from its original implanted site, requiring additional treatment. In this case, the reported stent damaged by another device appears to be related to the operational context of the procedure.